Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the foreign material was unable to be identified. The root cause of the foreign material remaining within the device is unable to be determined. However, the event can be detected/prevented by following the instructions for use (IFU) sections: prevention method is described in the reprocessing manual gif/cf/pcf-290 series ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories _¦flush the air/water channel with detergent solution¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct information included in h11 of the initial report. Correction to previous b4 ¿ 3dec2024, which was not late. The correct date was 8nov2024. The report was resubmitted on 3dec2024 per FDA ticket request (B)(4).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The initial medwatch was submitted on time on 8nov2024. This report is being resubmitting per FDA ticket request csh-37360.

Event description:
It was reported that the gastrointestinal videoscope nozzle was clogged with foreign material. The issue was found during preparation for use. There were no reports of patient harm.